Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed battery failed alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated replace battery now alarm. Customer stated they were clear the alarm and alarm occurred again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was liquid on the force sensor, on the motor end cap, and on the back of the lcd screen. The battery compartment is corroded as well. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error.